Manufacturer narrative:
This report is based on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the device would not power up. The cause was the main pcb (printed circuit board). The battery contacts were also found to be compressed, the battery release and lead flex cover were contaminated, and the battery drawer and battery drawer o-ring were missing. Two side bail covers, the ring cover, and the upper and lower cases were broken, and the ring was bent.

Event description:
It was reported the menu screen flickers, and the unit will not display numbers. A medical device correction letter was also received. The device tested out of specification during manufacturer's analysis. No information was received indicating patient involvement.